Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
Customer reported the tubing leaked lipids at the connection site to another tubing set while connected to a patient in the nicu. No patient harm.

Event description:
Customer reported the tubing leaked lipids at the connection site to another tubing set while infusing on a patient in the nicu. No patient harm.

Manufacturer narrative:
Patient was an infant. The customer¿s report of the tubing leaked lipids at the connection site to another tubing set was confirmed. Visual inspection after initial testing observed that the connection between the two components was not fully hand tightened. Both mating components were inspected under a microscope with no damage observed. Functional testing verified there was no leaking at the location between the suspect set¿s proximal female luer p/n (B)(4) and the concomitant set¿s distal male luer p/n (B)(4). The root cause of the leaking was confirmed to the connection between the suspect set¿s proximal female luer and the concomitant set¿s distal male not being fully hand tightened.